Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, a dissection occurred. The lesion being treated was located in the mid left anterior descending (mid lad) artery. During post-dilatation of a 2.25 x 12 mm study stent with a quantum maverick balloon, a dissection occurred. Two post-dilatations with maximum inflation pressure of 18 atm occurred. A 2.25 x 8 mm bailout study stent was placed. The event was resolved without residual effects. There were no reported complications.

Manufacturer narrative:
The complaint device was not returned therefore, product analysis was not possible. Without an analysis of the complaint device it was not possible to confirm the reported damage and inspect the device for possible root causes. Though the exact cause of the reported event was not determined, the most probable root cause is considered operational context. This is due to the likelihood that the reported event is attributable to procedural factors and/or interaction with pt anatomy or other devices. As the batch number is unknown a review of the manufacturing records could not be carried out.